Manufacturer narrative:
G4: 19feb2020. B4: 21feb2020. The replaced switch circuit panel was returned for failure analysis. It was determined that physical damage resulted in ripped traces which created an opening and a connector to be broken off from the switch circuit panel. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/20/2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the keypad and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.

Event description:
It was reported that the ventilator's keypad was not functioning. There was no patient or user involvement.